Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to "improper material specifications for integrity of film (tear resistance)." It was unknown whether the device had met specifications. The product used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bard was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that during the use on a patient, water leakage was found on the bed from the gel pad. The gel pad used for the patient was discarded due to the coronavirus infection.the main device was returned to imi for the investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during use on a patient, leaked water was found on the bed from the gel pad. The gel pad used for the patient was discarded due to coronavirus infection.